Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat venous insufficiency using the venaseal closure system, the catheter tip became blocked with visible blood inside. It was reported that it was impossible to advance fluid through the catheter even when high pressure was applied using a 25 ml syringe filled with air. It was also reported that the blue catheter detached. The vein did not close and the procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis 4 still images were provided for evaluation. Image1 depicts a white catheter with biologic material present, and the blue introducer is broken into two pieces. Image2 depicts a white catheter with biologic material present connected to a syringe. Image3 depicts a white catheter with biologic material present at the tip and the blue introducer is broken into two pieces. Image4 depicts a white catheter with biologic material present at the tip and the blue introducer is broken into two pieces. The glue vial is also present in the image. Additional information: the venaseal device was safely removed from the patient but was it was very difficult, it broke in half, but with the remaining segment physician was able to remove it. The blue catheter detachment occur during the procedure, it was not related to an obstruction. In any case, when removing the delivery catheter and struggling with the sheath, the delivery catheter became occluded. To complete the procedure, the physician performed polidocanol foam sclerotherapy on the distal segment of the saphenous vein that could not be treated with venaseal medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.